Manufacturer narrative:
An investigation has been initiated based on the reported information.

Event description:
The distributor reported for the user facility that the physician has used these products for over 20 years without concern. In two recent incidents, he is reporting the ventricular catheter that is supplied with the hakim valve system frayed when the right angle connector was attached,. It was also noted that the length of the ventricular catheter was 14.5cm as compared to the package labeling which states 15.0cm. The physician still uses the hakim valve, but he orders a catheter from another company. The catheters were discarded and unavailable for evaluation. The other incident is reported in MDR#9612007-2005-00027.